Event description:
It was reported that the johnson and johnson (jnj) intraocular lens (iol) was explanted. The reason for the explant was not provided. Jnj performed follow-up but the customer did not respond. No further information was provided.

Manufacturer narrative:
Section a2, a3a, a3b, a4, a5, a6, patient information: unknown/not provided. Section b3, date of event: unknown/not provided. Section d4, model: partial information provided due to the unknown serial number. Section d4, catalog number: partial information provided due to the unknown serial number. Section d4, serial number: unknown/not provided. Section d4, expiration date: unknown as the serial number was not provided. Section d4, unique identifier (UDI) number: a partial UDI was provided as the serial number is not available. Section d6a, if implanted, give date: unknown/not provided. Section d6b, if explanted, give date: unknown/not provided. Section h4 device manufacture date: unknown as the serial number was not provided. Section h3, device evaluated by manufacturer: the device has not been returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain the missing information. However, to date, it has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.